Event description:
A zoll pt service rep (psr) called zoll customer support to report that wires were exposed on a pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.